Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A product sample was received at the manufacturing site and it is awaiting evaluation. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the connector on the tip of infusion line came off and leaked during a procedure. Attempted to re-connect them and proceeded to a surgery; however, the connector came off again. The product was replaced and procedure completed with no patient harm.

Manufacturer narrative:
The initial decision to report was incorrect resulting in the initial report being submitted in error. This event is not considered to be a reportable malfunction, and it is not likely that a recurrence would result in serious injury. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided. The lot complaint history was reviewed. This is the seventh complaint for the finished goods lot and the first complaint for this issue for this lot. The device history record shows the product was released per specifications. The returned sample was visually inspected, the green ring on the auto stopcock was found to be detached. No abnormality was found on the luer stem of the auto stopcock, nor the green ring. The root cause of the customer's complaint is related to an error during manufacturing process. The green ring was not properly inserted into the infusion manifold. Action will not be taken based on this occurrence. An analysis of similar complaints of missing trocar plugs confirmed no unfavorable trend for this event. This issue is occurring at a very low level. Quality assurance will continue to monitor and will take action for future occurrences as is deemed necessary. Consumables manufacturing has been made aware of the issue through the monthly complaint review meeting. The manufacturer internal reference number is: (B)(4).